Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced no reservoir alarm. The customer stated that no insulin came out. The customer's blood glucose value was unknown. The customer was assisted with priming/rewinding the pump. The customer received no reservoir 3 times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No no reservoir alarm anomaly or prime anomaly noted. The insulin pump was received with minor scratched display window and cracked battery tube threads.